Event description:
It was reported that the patient underwent a posterior pelvic floor repair in 2006. The physician passed the guide on the right side and when passing the left side, the physician noted that he had perforated the rectum. The size of the perforation is described as 1mm. The procedure was aborted and a sacrospinous ligament fixament was performed. The rectum was not repaired. The patient was placed on antibiotics for seven days and is doing well without any known problems.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.